Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer stated the past no delivery alarm was resolved by changing the infusion set and reservoir. Blood glucose level at the time of the incident was 507 mg/dl. The customer treated with manual injection. Troubleshooting for current alarm was performed and the customer found the cannula was bent. The customer was assisted with connecting a new infusion set with current reservoir. The infusion set and reservoir will not be returned for analysis.